Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient wants to have the implanted system removed. Patient services recommended following up with implanting hcp however patient indicated it is too far for her to travel. And was mailed hcp listings. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their implant has never worked properly for bladder incontinence and they tried to use it for years. They think they were the healthcare provider's (hcp) first implant so they were "just poking around to get it in the right place." The consumer also said they have since moved and is not using the implant at all as it has never worked for them. During the call, the call center reviewed MRI guidelines. As a result of what was reported,they were redirected to their healthcare provider (hcp) to address the MRI concerns. No patient symptoms were reported and no further complications have been reported as a result of this event.